Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery system and valve were returned to the galway return product analysis (rpa) lab system; valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was received in a return kit reddish 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible with signs of creases. As received, all leaflets were partially closed with a gap between all free margins. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. No signs of distortion or damage were found on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube partially covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: media files were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. However, it is known that there was severely asymmetrical calcification in the native valve and a pre balloon aortic valvuloplasty was performed. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that multiple recaptures were required to position the valve, and after the third deployment attempt the valve did not ¿unfold¿. The media files show that the valve appeared to be under expanded during the deployment attempt. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that a fourth recapture was performed, and subsequent deployment attempt resulted in the same outcome. As stated in the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. There is evidence that a new valve was prepped confirmed by a good load. Another pre implant dilatation was performed. The deployment attempt of the new valve which subsequently resulted in under expansion. It was reported that the under expanded valve was not release and a non-medtronic valve was implanted instead. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The patient¿s calcified anatomy is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve unfolding means that the valve did not completely expand.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-34 (lot: 0012286105); product type: delivery catheter system (dcs); product ID: d-evolutfx-34 (lot: 0012245468); product type: delivery catheter system (dcs); product ID evolutfx-34 (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6) into a patient with severely asymmetrical calcification, the native valve was successfully pre dilated using a 24 mm non-medtronic vacs iii balloon. The balloon was completely inflated. During the first positioning attempt, the valve was too high, therefore was recapture. During the second attempt, the valve was also too high and was recaptured. During the third attempt, the valve was not "unfolded". The valve was recaptured and attempted again, however the same issue was reported. The system was withdrawn and replaced. A second pre balloon dilatation was performed. The fluoroscopic load check of the replacement system was successful. The replacement valve (B)(6) was not able to "unfold" either. The physician withdrew the system. The system was replaced with a non-medtronic edwards sapien valve. No adverse e patient effects were reported.